Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon realized that the instrument wasn¿t working properly (erroneous movements that didn¿t follow surgeon¿s movements and poor grip) so he asked to change the instrument. The instrument was later checked, and it was observed that the jaws were somewhat loose. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the issue occurred while the surgeon's head was in the instrument and was manipulating instruments. The instrument remained static. The scale movements were appropriate. The intended movement was closing instrument jaws and moving up/down and left/right and it moved opposite directions and the jaws were loose. There was some kind of shakiness in the jaws of the instrument. There was no arm to arm or instrument collisions. The surgeon was trying to manipulate tissue and they used another instrument to continue. The instrument was inspected prior to the procedure with no issues noted. The issue was noticed 30 minutes after the procedure started with no patient injury.

Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the loose instrument pitch cable to be related to the customer reported complaint. The instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the mtms, however the grips moved in the opposite direction. This behavior was observed in the yaw direction and presented on out of 3 installs. Motion issues can be caused by something else in the backend (ex: broke cable, loose cable, broken input, cracked input, cracked clamping pulley, loose clamping pulley screw, binding of gears, other). The plastic housing was removed, and during the visual inspection, the pitch cable was found to be very loose from the short input #5 in the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis. The probable root cause for this failure was attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
Refer to h11 for follow-up information.